Event description:
Continuous air detector alarm; leaking through IV port and micro bubbles from IV port though arterial line. Streamline airless system set for fresenius 2008 series machines expiration date: 2028-11-24. Lot number: 00vl047937. Ref: sl-2000m2095da. Priming volume: 109ml pump segment ID 8 mm. Same issues as above on the following dates: (B)(6) 2025 (2x). Patient code: 4582. Device code: 4062, 1354. Reference report# mw5182149, mw5182150, mw5182151, mw5182153, mw5182154, mw5182155, mw5182156, mw5182157, mw5182158.